Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Floss action refills are falling off of oral-b professional care toothbrush [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she bought some oral-b floss action brushheads and they were falling off of his or her oral-b professional care rechargeable toothbrush. The consumer stated that the logo did not scratch off with a dime. This was the first time that he or she had used these particular brush heads. No symptoms developed.